Event description:
The customer reported during testing unit's mag mod 2 was found to be out of spec. No patient injury was reported.

Manufacturer narrative:
The ge service rep confirmed there was a problem with mag mode 2. He connected laptop to system and saved calibration files. Calibrated stops and mag modes. Unit is now working as intended.